Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's bone below the custom ulnar component was fractured. The surgeon did not choose to revise the implant as he is going to move forward with the fracture work. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed code: mechanical (g04) - stem. Reported event was confirmed by review of radiographs. Review of the available records identified the following: a bony fracture of the mid-diaphysis of the ulna at the tip of the ulnar component but no definite implant fracture is seen. Significant osteopenia is present with calcifications in the region of the joint space which could indicate metallosis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.